Manufacturer narrative:
No medwatch form was received. Analysis was normal.

Event description:
It was reported that the right ventricular lead exhibited noise, high impedance and was suspected to be fractured. The lead was explanted and replaced.